Manufacturer narrative:
A review of the complaint history for sn (B)(6), was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6), was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed. A field service investigated drawer issue. Customer could not identify specific drawer. Ran hardware test on each drawer. All drawers passed. Customer inventoried each drawer and confirmed proper operation. No faults observed. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.